Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found no image, only lines present due to a defective mainboard. Additionally, the evaluation found the main switch was broken but no problem was found switching the device on/off. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-v1, video system center to olympus for repair due to a report of vertical lines when connecting the scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon of ¿lines alone do not display images due to domain board defects¿ was determined to be the failure of the printed circuit board in main_pal_assy_2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No further information was obtained. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported problem of "vertical lines when connecting the scope" was identified during maintenance. As reported to olympus, there was no patient involvement associated with event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.